Manufacturer narrative:
Without a product return, no product evaluation could be conducted. The review of the inspection records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Regarding data investigation and provided information, the root cause of this issue is determined to be not related to device. Issue is probably related to manipulation during surgery. There is no evidence to indicate a device issue. If additional information is obtained with device evaluation that adds value to the relevant content of this report, a follow-up report will be sent. Discarded by hospital.

Event description:
Mobi-c p and f us : disassembly. As provided : the implant separated from the peek upon interoperative repositioning. Surgeon has already repositioned these type of implant as needed in previous cases without issue. This case during intraoperative repositioning the superior endplate came away from the peek. The mobile core and the inferior endplate were left in the peek as normal. Normal surgical technique was followed. To thread implant on inserter. Distraction on caspar retractor was on and not released. The surgeon didn't encounter resistance while inserting prosthesis. No images available. Update received on 2nd mar. 2018 : disassembly of the superior endplate from the peek happened during intraoperative re-positioning. Teeth were not compressed into the bone but resting on the endplates. The reporter was sure there were still some friction¿surgeon has re-positioned in other mobi-c cases in the past with no issue of the superior endplate releasing from the peak. No compression was not on. No harm to patient was reported. The surgery was delayed 15 min.